Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been off the insulin pump due to back surgery. Customer was hospitalized three times for back surgeries. Customer current blood glucose was 480 mg/dl. Customer was requesting assistance with getting to the prime screen, assistance was provided. Customer declined further assistance. No further info reported.